Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided d4: additional device information unknown / not provided d10. Concomitant medical products uniht, titanium hexed uniscrew lot unknown h4: device manufacturer date unknown / not provided. Zimvie received one (1) uniht, (titanium hexed uniscrew) for evaluation. Visual evaluation was performed. Screws observed to be fractured at the threads. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the uniht dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental : functional : fracture : screw¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was excessive occlusal forces. Therefore, based on the available information, a device malfunction did occur. Screws observed to be fractured at the threads. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
Doctor reported screw fracture at tooth site 46 of a bridge on 46-47. Placement date: (B)(6) 2024, removal date: (B)(6) 2025. After follow up doctor's assistant confirmed by phone inspection's finding, there was another fractured screw. This event refers to the second fractured screw.